Manufacturer narrative:
When the patient's condition deteriorated, the procedure had been signed, but the mckesson cardiology hemo application was still open on the workstation. The user un-signed the procedure and attempted to initiate "vitals charting" from the procedure note tab, in order to automatically monitor the patient's blood pressure every few minutes. A message appeared indicating that the "vitals charting" function was disabled for the procedure. As a result, the user instead collected and recorded nibp measurements manually every few minutes using the mckesson cardiology hemo application. Based on an analysis of the application log files, and further discussion with the reporting facility, there is no indication that the mckesson cardiology hemo application caused or contributed to the patient's death.

Event description:
The reporting facility alleged that the non-invasive blood pressure (nibp)couldn't be measured automatically in the system during an emergency procedure. The patient underwent a routine heart catheterization procedure at the reporting facility. Following the procedure, the patient was initially stable, and prepped for removal from the cath lab. The user closed and signed the procedure in mckesson cardiology hemo. When the patient's condition suddenly deteriorated, the user re-opened and un-signed the same procedure in mckesson cardiology hemo. While the patient was being resuscitated, the user attempted to initiate "vitals charting" in order to automatically monitor the patient's blood pressure every few minutes. A message appeared indicating automatic nibp monitoring was disabled for the procedure. Using an alternate function in the mc hemo application, the user proceeded to obtain nibp measurements manually every few minutes. The patient subsequently expired.